Event description:
Caller states the patient tested 5.1 inr on the coaguchek s system and 3.4 inr/3.9 inr on comparison labs. No treatment information provided. No adverse event reported. Requested return of suspect system and a replacement was sent.